Event description:
It was rpeorted the device was used during an unk procedure. The device blade did not cut the mucosa and staples did not lift out from the housing. Not noted how case completed. No pt consequence.